Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. After viewing the pump¿s history file, the pump previously returned a hardware low level failure alarm. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and hardware low level failures error. Customer stated that insulin exited during 5 unit fixed prime or fill cannula. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that the alarm occurred during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.